Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that longevity remaining of this pacemaker device was 2.5 years about a year ago and recently tripped to elective replacement indicator (eri) in the past several months. Boston scientific technical services (ts) discussed that some variable in the longevity remaining calculation changes causing the device to jump to a higher current bin reducing the longevity. The pacemaker was explanted. No additional adverse patient effects were reported.